Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery multiple times and he experienced high blood glucose. Customer's blood glucose value was 560 mg/dl which he treated with insulin pen. The customer was able to prime during troubleshooting. The customer removed the infusion set and stated the cannula was straight. Customer was advised the alarm might have been caused by a site occlusion. Customer was advised to change the entire infusion set. Blood glucose at the time of the call was 114 mg/dl. The insulin pump was not replaced.